Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. Initial reporter is a j&j employee. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, two 3.5 coracoid screws are shown, only the device's tips are shown, no damages can be observed. The devices are not broken. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint cannot be confirmed. The customer reported broken devices, however the devices shown in the photo are not broken. No further images were provided, therefore we can conclude that the 3.5 coracoid screws have no issues. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
This is report 2 of 3 for (B)(4). It was reported through in-house distribution in the netherlands that during inspection, it was observed that the coracoid screw, 3.5mm device was dirty. There was no procedure nor patient involvement reported.